Manufacturer narrative:
Section b5: the known short to shield was reported in MFR report # (B)(4). Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation. Additionally, a specific cause for the reported arrhythmia, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined; although the account believes that the arrhythmia was due to suspected inflow malposition. Furthermore, the evaluation of (B)(6) confirmed wire damage that would have contributed to the low speed events reported in MFR report # (B)(4) the pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow and proximal portion of the sealed outflow graft were returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Examination of the proximal end of the inlet tube revealed a thin red layer of tissue growth on the proximal edge that occluded less than 10% of the inflow. The tissue was well-adhered and did not appear to have impacted the flow of blood. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 3.0¿ from the pump housing. The distal portion adjacent to the metal connector was also returned measuring approximately 36.0¿ in length. A clamshell repair was present on the distal end of the metal connector (reference MFR report # (B)(4). Continuity testing was performed on the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Visual examination of the driveline revealed that clear tape was wrapped around the driveline approximately 8.5¿-10.0¿ from the metal connector. The clear bionate layer was in good condition with no signs of damage or wear. Metal shield breakdown was observed along the length of the driveline, which is consistent with approximately 33 months of use. Visual and microscopic inspection of the underlying wires revealed breaches in the insulations of the red, orange, and black wires approximately 0.25¿ from the pump housing. This damage appeared to be the result fatigue failure due to repetitive movement and abrasion against the metal braided shield in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional breaches were identified. The black wire represents one of the two redundant wires that comprise phase 2 and the red and orange wires represent the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the low speed events reported in MFR report # (B)(4). The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). There were some incidental findings during the evaluation of the device. In addition to driveline wire damage being observed on the red, orange, and black wires, there was cosmetic damage to the silicone jacket was observed approximately 9¿ from the metal connector. No damage to the underlying bionate layer or wiring in this location was observed. The heartmate ii lvas IFU section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. The heartmate ii lvas IFU discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted with ventricular tachycardia (vt) not responsive to drug therapy. Thought to be related to the position of the heartmate ii (hmii) inflow cannula hitting the interior wall of the heart. Patient was scheduled for a hmii to heartmate 3 (hm3) exchange. Patient also had a known short to shield. Patient hmii removed and replaced with hm3 on (B)(6) 2020.